Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The physician pre dilated the lesion with an unspecified balloon catheter. A 2.75 x 38mm promus element stent was advanced to the lesion and deployed. The physician advanced an unknown balloon catheter to post dilate the placed stent, resistance was encountered advancing the balloon into the proximal edge of the stent. The balloon was pulled back and noticed the proximal edge of the stent was crushed and moved from the intended placement site. The physician post dilated the stent again with an unknown balloon catheter to ensure the damaged proximal portion of the stent was well apposed to the vessel wall. The procedure was completed with this device. There were no further patient complications reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The physician pre dilated the lesion with an unspecified balloon catheter. A 2.75 x 38mm promus element stent was advanced to the lesion and deployed. The physician advanced an unknown balloon catheter to post dilate the placed stent, resistance was encountered advancing the balloon into the proximal edge of the stent. The balloon was pulled back and noticed the proximal edge of the stent was crushed and moved from the intended placement site. The physician post dilated the stent again with an unknown balloon catheter to ensure the damaged proximal portion of the stent was well apposed to the vessel wall. The procedure was completed with this device. There were no further patient complications reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).